Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon tray inspection, it was discovered that the provisional was fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use, such as nicks and gouges, and a fracture on the lateral side. Device history record was reviewed and no discrepancies relevant to the reported event were found. Previous investigation of similar events determined the likely root cause was bending/torsional overload on the device and/or misuse of the device, which has been the subject of previous corrective action. It was determined that this device was manufactured prior to corrective action and no further action is necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.